Manufacturer narrative:
This report has been found to be a duplicate of philips reference #(B)(4), MFR. Report number 3030677-2024-03272, which was initially submitted on 10-sep-2024. The investigation results have been provided there. No other reports will be submitted under this report number.

Event description:
It has been reported that the device is failing self-test.